Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: we received three (3) screws back for investigation. All screws were found deformed and damaged at the threaded head as well as at the threaded shaft. The anodized layer is partially disappeared at all damaged areas which does confirm a post manufacturing damage. Moreover, one (1) of three (3) screws was found deformed at the screw-recess. The relevant mating part (plate) was not returned. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate to all received screws, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition.the correct material was used according to iso 5832-11.. Conclusion: the complaint condition is confirmed due to the bad condition of the screws. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. Based on the findings above a manufacturing related issue can be excluded. It was determined that the devices became deformed due to post manufacturing damage which was likely caused by handling error such as excessive force application and/ or alignment issues during insertion procedure. During the investigation, manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part# 04.211.020s , lot# 4l44961 , manufacturing site:selzach, supplier: (B)(4), release to warehouse date: 29. April 2019, expiry date: 01. April 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part 04.211.020 / lot# h847296 was manufactured in monument. Manufacturing location: monument manufacturing date: 12-mar-2019, part number: 04.211.020, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm, lot number: h847296 (non-sterile), lot quantity: 235 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection,met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.020.999, 2.8mm ti screw blank 20mm 02.7 variable angle w/sd8, lot number: h837217, lot quantity: 884, work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h589140, lot quantity: 542 lbs. Certified test report supplied by perryman company dated 14-feb-2018 was reviewed and determined to be conforming. Lot summary report dated 07-mar-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: no fragments remained in the patient.

Manufacturer narrative:
Additional pro-code: hrs. Zip code: (B)(4). Complainant part returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure and the screws and plate would not lock. The surgeon inserted screws without locking. Not locking the devices results in less than optimal fixation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2019, the patient underwent the surgery with the va distal humerus plate and the 3 locking screws in question. After the surgeon drilled the va locking hole with a drill sleeve 2.7 at an angle, he inserted the locking screw, but the locking mechanism between the screw and the plate didn¿t work properly. When the surgeon removed the screw, he found that the screw head was shaved off and a thread fragment was generated. The surgeon tried to insert another locking screw, but the screw head was shaved off, too. The locking mechanism of the plate didn¿t work completely because the surgeon tried to insert a few times. The surgeon inserted the screw manually into the hole without locking it, and he finished the surgery. No further information is available. Concomitant device reported: unknown drill sleeve (part# unknown, lot# unknown, quantity# 1). This complaint involves four (4) devices. This report is 1 of 4 for (B)(4).